Event description:
It was reported that during follow-up, the device reached eri. It was noted that battery longevity dropped suddenly from the last follow-up visit. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of sudden battery voltage depletion to below eos was confirmed in the laboratory via review of battery trending data. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the sudden battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No medwatch form was received.